Event description:
It was reported that approximately three months after implantation of a vena cava filter, a detached filter arm limb was discovered in the renal vein at the time of the scheduled filter retrieval. Neither the filter nor the detached arm was removed at the time of the procedure. The patient is reported to be asymptomatic.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number for this failure mode. The device was not returned. Images were provided. Based on the image review, the complaint investigation is confirmed for a filter arm detachment. Based upon the available information, the definitive root cause for this event is unknown.